Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient had a history of high capture thresholds on the left ventricular lead due to dislodgement for many years starting from shortly after implant. On (B)(6) 2021, the patient presented for routine generator exchange and the physician capped and replaced the lead during the procedure. The patient condition was stable, before, during, and after the procedure.